Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported when using the unspecified bd push button/ ultratouch, the user experienced difficulty activating the safety feature which lead to a needle stick injury post use. There are no reports of medical intervention noted. The following information was provided by the initial reporter. The customer stated: it was reported that the needle stuck the phlebotomist. We recently had an injury involving a butterfly needle malfunction. Upon engaging the safety device, the needle itself was dislodged from the butterfly casing and stuck the phlebotomist.

Event description:
It was reported when using the unspecified bd push button/ ultratouch, the user experienced difficulty activating the safety feature which lead to a needle stick injury post use. There are no reports of medical intervention noted. The following information was provided by the initial reporter. The customer stated: it was reported that the needle stuck the phlebotomist. We recently had an injury involving a butterfly needle malfunction. Upon engaging the safety device, the needle itself was dislodged from the butterfly casing and stuck the phlebotomist.

Manufacturer narrative:
H.6. Investigation summary: material no. 367364 batch no. 2028733 bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to retraction failure as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode retraction failure. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Describe event or problem: it was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the user experienced difficulty activating the safety feature which lead to a needle stick injury post use. There are no reports of medical intervention noted. The following information was provided by the initial reporter. The customer stated: it was reported that the needle stuck the phlebotomist. We recently had an injury involving a butterfly needle malfunction. Upon engaging the safety device, the needle itself was dislodged from the butterfly casing and stuck the phlebotomist.

Manufacturer narrative:
Additional information was received, the following fields have been updated. B.5. Describe event or problem: it was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the user experienced difficulty activating the safety feature which lead to a needle stick injury post use. There are no reports of medical intervention noted. The following information was provided by the initial reporter. The customer stated: it was reported that the needle stuck the phlebotomist. We recently had an injury involving a butterfly needle malfunction. Upon engaging the safety device, the needle itself was dislodged from the butterfly casing and stuck the phlebotomist. D1: brand name: bd vacutainer® ultratouch¿ push button blood collection set. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.1 medical device type: fpa. D.2. Common device name: intravascular administration set. D.3 medical device manufacturer: becton, dickinson & co., (bd). D.4. Medical device catalog #: 367364. D.4. Medical device expiration date: 2024-01-31. D.4. Medical device lot#: 2028733. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: becton, dickinson & co., (bd). G.4. Date received by manufacturer: 2021-01-26. G.5. PMA / 510(k) #: k153309. H.4. Device manufacture date: 2022-01-28.